Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause.

Event description:
The device was inserted into the sheath, the disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key as inserted into the lock and the pulled the black sleeve back. At this point, the doctor noticed that the distal outer sleeve had separated from the rest of the black sleeve and did not retract. As it was still covering the collagen the collagen was unable to be deployed. The doctor collapsed the disc and removed the entire device and converted to manual compression. No injury or complications noted.